Manufacturer narrative:
H3: analysis of the product ID 97755; serial# (B)(6), revealed no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. It was reported that they were having a problem keeping the implanted neurostimulator charging for about 2 days. Caller said they called a manufacturer representative (rep) yesterday and was told to call patient services for a replacement recharger. Caller mentioned they had tried resetting the controller, but that didn't resolve the issue. Caller then said they persistently saw system problem rm03 while trying to charge the implant after an orange light would flash. Agent asked, caller confirmed the recharging cord was getting very hot to the touch while charging. The issue was not resolved. Caller mentioned the rep told them to leave the implant battery off until replacement was received, but the patient was used to having their stimulation helping them; agent reviewed information. 2024-jul-26 rtg0619644 (con): additional information was received from a patient's representative (pt rep). Patient rep called back and repeated previously documented information. Patient rep confirmed receiving replacement recharger but noted the controller charge did not decrease. Patient mentioned in 3 days, implant charge decreased from 100% to 60% while the controller remained 100%. Agent instructed patient rep to check for damage; no visible damage to controller compartment pins, li battery pack pins, and controller port. Agent walked patient rep through resetting controller; controller showed recharging 100% and implant 360%. Agent instructed patient rep to start a charge session; implant went into passive recharge with numbers 38-8-63. Agent instructed patient rep to reposition recharger and numbers changed to 95. Controller showed implant recharging with excellent quality. Agent confirmed stimulation was on. Patient rep mentioned message appeared with replacement recharger and stated the replacement recharger was working fine. Agent reviewed device information with patient rep and informed patient rep continuously inserting controller in the wall will ensure controller battery charge stays charged. Agent informed patient rep to monitor and call back if further assistance is needed. Patient rep mentioned previous recharger was getting warm. Agent observed confusion during call.